Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered. The dentist reported that it was used the procedure of immediate load.

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed in ada site 19, loss of osseointegration was verified. A bone graft was performed in type ii bone. No infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 4 months after the dental implant and abutment were placed in ada site 19, loss of osseointegration was verified. A bone graft was performed in type ii bone. No infection was present. The product will be forwarded to the manufacturer for investigation. There were no reported complications.